Event description:
It was reported that during a training/demo of the da vinci system error 23072 occurred on universal surgical manipulator (usm) 2. This error was not resolved by power cycling the system. There was no report of patient involvement.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse replaced the harness inside the setup joint and calibrated the dual pot, but as there was no improvement, fse concluded that the dual pot was faulty and replaced it. The system was tested and verified as ready for use. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue.